Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient stated the ins area was hurting an awful lot, that it was in the front/abdomen area and may have fallen. Caller was redirected to follow up with their healthcare provider. Patient stated she had an appointment next month. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the ins hurting and 'falling' was that the patient had scar tissue. No further information was provided, nor complications reported.